Event description:
Reportable base on device analysis on 22-feb-2015. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in the left anterior descending (lad) artery. Predilation was performed with a balloon. A 3.00x12mm promus element ¿ drug-eluting stent was advanced to treat the lesion. However, the device could not cross the lesion after being tried many times. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). The stent delivery system was returned for analysis. A visual and microscopic examination found that the stent was damaged at its distal end. The struts on the most distal row were slightly raised and misaligned. This damage is consistent with the stent meeting resistance during the advancement of the device. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the balloon and tip section of the device. The balloon was tightly wrapped and was not subjected to positive pressure. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).